Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil had punctured my tube') and device expulsion ('the other coil was trailing into my uterus with 18 coils exposed') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pains in my left side"), genital haemorrhage ("heavy bleeding"), abdominal distension ("I began to swell up so badly I looked pregnant"), pain ("pain/ body aches") and nausea ("nausea") and was found to have weight increased ("my weight spiked"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal distension, pain, weight increased and nausea outcome was unknown. The reporter considered abdominal distension, device expulsion, fallopian tube perforation, genital haemorrhage, nausea, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted: the plaintiff states via social media the coils were placed in (B)(6) 2012. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media content received : case became incident. Reporters added. Events added- weight increased, abdominal distension, nausea, pelvic pain, fallopian tube perforation, device expulsion. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil had punctured my tube') and device expulsion ('the other coil was trailing into my uterus with 18 coils exposed') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pains in my left side"), genital haemorrhage ("heavy bleeding"), abdominal distension ("I began to swell up so badly I looked pregnant"), pain ("pain/ body aches") and nausea ("nausea") and was found to have weight increased ("my weight spiked"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal distension, pain, weight increased and nausea outcome was unknown. The reporter considered abdominal distension, device expulsion, fallopian tube perforation, genital haemorrhage, nausea, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted : the plaintiff states via social media the coils were placed in (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left coil had punctured my tube') and device expulsion ('the other coil was trailing into my uterus with 18 coils exposed') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("sharp pains in my left side"), genital haemorrhage ("heavy bleeding"), abdominal distension ("I began to swell up so badly I looked pregnant"), pain ("pain/ body aches"), nausea ("nausea") and dental caries ("teeth cavities") and was found to have weight increased ("my weight spiked"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation, device expulsion, pelvic pain, genital haemorrhage, abdominal distension, pain, weight increased, nausea and dental caries outcome was unknown. The reporter considered abdominal distension, dental caries, device expulsion, fallopian tube perforation, genital haemorrhage, nausea, pain, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted : the plaintiff states via social media the coils were placed in (B)(6) 2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: teeth cavities. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.